Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Since the serial number of this device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device and the olympus duodenoscope, the subject device detached from the duodenoscope and fell into the patient. The user facility completed the procedure. The subject device had not been retrieved from the patient body. The user facility reported that it was not known whether the device was properly attached to the duodenoscope or if it snagged inside the patient. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. As a result of confirmation using similar products by olympus medical systems corp. (Omsc), the reported phenomenon was not duplicated even when a torsional or tensile load was applied when the olympus duodenoscope was normally attached. Since the lot number was unknown, the manufacturing history record could not be reviewed. However, omsc only shipped devices which passed the inspection. The exact cause could not be determined, but it was surmised that the phenomenon occurred due to the following; due to insufficient attachment to the duodenoscope, it will detached with the load being used. Since chemicals such as anti-fogging have adhered to the distal end, chemical damage occurs and the scope becomes insufficiently attachment, causing the subject device to detached. The instruction manual of the subject device already instructs; never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope.